Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: 9735736, version #: 1.2.0: the software team investigated the reported issue and reviewed the logs but they provided insufficient information to determine the root cause of the reported behavior. The logs were only 15 minutes long and didn't show the reported behavior. If the user had to hold the large straight suction in the lower right hand side to get it to verify, then there was something causing that instrument to navigate poorly. This may be due to the suction being damaged, or the navigation volume for the em system was reduced because of a poor setup or damage to the system or metal interference. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. Other relevant device(s) are: product ID: 9735736, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a procedure, the navigation system was reported to have issues with instrumentation. It was reported that the instrument actively navigating would be "replaced" by a second "virtual" instrument and accuracy would subsequently be lost. It was noted that while using the straight suction after using a registration probe, the instrument would appear as an ostium seeker on the monitor of the navigation system. The facility indicated that the ostium seeker was not in use by the physician. Merged images were being used and it was noted that registration could only be conducted when holding the straight suction on the lower right hand side. Changing instrument trackers did not restore functionality. Additionally, a second medtronic navigation system restored functionality. There was no reported impact on patient outcome. It was reported that the reported issue could not be replicated during troubleshooting. Medtronic received information that a second medtronic navigation system was used to complete the procedure. Additionally, it was reported that the issue occurred during an endoscopic pituitary surgery. It was noted that the issue caused a fifteen minute delay and the issue occurred intra-operatively.